Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had to push the bolus or act a little bit harder now and no delivery resolved by new reservoir. Customer stated the insulin pump had scratches on the screen but could read it, dead battery alert, batteries last two weeks and no delivery alarms during the middle of the bolus. No harm requiring medical intervention was reported. The insulin pump will and reservoir will not be returned for analysis.